Event description:
Pt in ER via squad. Approx 1.5 hours later the IV infiltrated. When nurse removed the cath she noticed that tip was jagged. The cath was measured. It was 2.9cm. New cath measured 3.2cm.